Event description:
It was reported that the patient had difficulty charging the ipg and keeping the ipg charged which resulted to inadequate pain relief. The patient underwent an ipg replacement procedure and was doing well postoperatively. No device malfunction was suspected. The explanted device will not be returned.